Event description:
Return call from consumer who had previously reported event with hyalgan. She reports that redness, swelling and warmth are improved, but she is still experiencing pain, and has been taking vicodin for last three weeks for same. She describes area as being over her "shin bone." She also states that there is some discoloration of her foot on affected side, and that has been in evidence since initial event. She has had x-ray done, which was negative for evidence of stress fracture. She also states that events occurred after her third (of a series of four) injections. Additionally, she stated that she believed that statement on hyalgan consumer's pamphlet that follows list of possible complications, and which states that if any of complications occur, to call their dr, is acknowledgement that product is defective. She threatened to write to aarp magazine regarding her personal experience with hyalgan.